Event description:
On friday 2/10/95 at approx 6:15 am, the respiratory therapist started to perform his routine ventilator check, and noticed the ventilator was not running and was in the off/charging mode. The ventilator was checked out by a respiratory maintenance co and found to work properly. It is not expected the ventilator was at fault, but it was in use on this pt when the incident occurred.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-aug-94. Service provided by: independent service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated, device evaluated and alleged failure could not be duplicated, no failure detected and product within specification, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.